Event description:
The pt was male, age and weight were unk. Coil embolization of the target lesion and the vessel characteristics were unk. Both of the coils (637mf2535-complaint product 1, 637mf2545 - complaint product 2) had large friction with the microcatheter (sl10, boston scientific (B)(4)) while the delivery systems were inserted. The friction occurred at the point approx 10cm from the hub of the microcatheter located outside of the pt body. The delivery systems were pulled back carefully from the pt successfully. Either of the coils was found slightly damaged. (The detail of the damage was unk.) The procedure was completed using other product without any pt injury. After removal from the package, the products were not damaged. The coil and microcatheter were prep per (IFU) instruction for use. Prior to inserting, no damages were noted on the coils or delivery systems. During insertion, a constant flush was maintained at all times through the microcatheter. One of the coils was found slightly damaged after removal, but the detailed info how damaged was unk. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00189.